Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021. Additional information: b7, d3. Additional b5 narrative: it was reported that the patient experienced hernia recurrence.

Manufacturer narrative:
Date sent to the FDA: 02/10/2021.

Manufacturer narrative:
(B)(4). If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2006. It was reported that the patient experienced severe and chronic pain, inflammation, marked fibrosis and cephalad portion of the mesh had evidence of breakdown. No additional information is provided.